Manufacturer narrative:
The device has been received. Investigation is not complete.

Event description:
The customer reported a bag spike adapter w/spiros where the tubing connection broke during the administration of an unknown chemo drug and was leaking. The location of the break is at the joint of the spiros and extension tubing. There was patient involvement, no adverse event, and no delay in critical therapy.

Manufacturer narrative:
One used list# ch3034, 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap. Lo t# unknown was received for evaluation and visually inspected. The male luer of the ch3034 was observed to be disconnected from female luer of the spiros, as received. There was little to no solvent at the bond interface. The reported complaint was confirmed. The probable cause is due to an error in the manual bonding process during manufacturing in ensenada. No device history review (DHR) lot number review was conducted since no lot number was identified.